Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for tp2 total protein gen.2 (tp2) on a cobas 6000 c (501) module. The initial tp2 result was 4.04 g/dl. This result was reported outside of the laboratory. On (B)(6) 2017 the sample was repeated and the result was 7.41 g/dl. The customer did not use rack adapters for the initial sample result. The customer did use the rack adapters for the repeat sample result. Product labeling provides guidance on placing sample tubes correctly on the rack which is especially important when using 13 mm sample tubes which are narrower and more likely to tilt if placed incorrectly. There was no allegation that an adverse event occurred. The tp2 reagent lot number was 153790 with an expiration date of 30-sep-2017. Calibration and quality controls were acceptable. No issues were identified during a review of the alarm trace. The most likely root cause of the event was due to insufficient pipetting caused by a tilted tube caused by not using the rack adapter for the 13 mm sample tube.